Event description:
It was reported that the patient was revised due to infection in the patient's tissue; during revision the doctor observed metal shavings in the inner poly of the elbow. There was harm or injury to patient as the patient had to undergo additional surgical/medical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: item: 00840004610 lot #: 62655485 item name: humeral-stem-sz6-100mm item: 00840002507 lot #: 65501302 item name: ulnar-stem-sz5- 75mm-rt item: 00840009500 lot #: 65411820 item name: articulation kit size 5/6 the product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.